Event description:
Intravascular ultrasound (ivus) was used to identify calcification on the contralateral side of the carina at the opening of the circumflex artery (cx). The target lesion was a 4mm, 90% stenosed, right coronary artery (rca). The diamondback 360 coronary orbital atherectomy device (oad) was used on glideassist to treat the lesion. After the fourth treatment on low speed, it was observed the driveshaft had become fractured. The oad was removed. Non-csi wires were advanced over the viperwire advance guide wire and successfully retrieved the fractured driveshaft component. Ivus was used to confirm calcification was still present. Non-csi devices were used to complete the procedure. The patient was in good and stable condition.

Manufacturer narrative:
The oad was returned with a driveshaft fracture at the proximal side of the crown. The guidewire was returned engaged in the device. Scanning electron microscopy (sem) analysis identified fatigue striations at the site of the driveshaft fracture. This driveshaft damage can occur if there is excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the root cause of reported fracture could not be conclusively determined. Additional diagnostic analysis did not identify any event that could have been related to the reported issue. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).